Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was "device pre-erosion" requiring surgical revision and relocation of the device. It was further reported that there was re-current "pre-erosion" requiring surgical revision and at the time of the second revision, the device had reached elective replacement indicator (eri) and early battery depletion was suspected. It was noted that the device was implanted after the use before date. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. (B)(4).